Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device "isn¿t blowing normal¿ and that it did not provide a patient circuit disconnect alarm, as expected, when the circuit was disconnected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec contacted the initial reporter for additional information regarding the patient and the event. The initial reporter advised that the individual within their organization who had documented the issue is no longer with their organization. They did confirm that there was nothing in their records that indicated there was a negative outcome for the patient.